Event description:
It was reported that the patient had passed away by the neurologist who had requested the most recent settings for the patient's device. The patient had a previous replacement surgery and information from the replacement confirmed that all results were within normal limits at that time. Follow up attempts for additional were performed but remain unsuccessful to date. No additional or relevant information has been received to date.